Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device was operating in safety mode. Technical services (ts) was consulted and determined that no magnet response was received. Ts recommended device replacement due to the patient being system dependent. This device was explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.